Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The device was explanted on (B)(6) 2020. The patient is reported to have a history of ear infections.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the recipient report. Other mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
An explant kit was ordered. The device was explanted on (B)(6) 2020. The patient is reported to have a history of ear infections. There is no trauma or accident reported, but the patient has history of seizures. No significant event reported. There was no swelling or redness over the implant site. There was no recent changes in health and medication.